Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment. The adjustable pressure limiting valve was replaced.

Event description:
The hospital reported that tidal volume could not be set. There was no report of patient involvement.